Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon would not inflate. The customer replaced it with another balloon to continue therapy. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon would not inflate. The customer replaced it with another balloon to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Serial #: (B)(4). Occupation: 'health professional?' - should be blank as it is unknown. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The one-way valve was also returned still attached to the extracorporeal tubing. No kinks were observed. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).